Event description:
It was reported that the ventilator failed breathing. The unit was not delivering/ supplying air. There was no patient involvement. The service engineer (se) inspected the device. The se could not duplicate the reported issue. The ventilator diagnostic logs found error codes indicating ¿cannot reach target flow¿. The se could not duplicate the issue. The se performed full performance verification testing and checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.